Event description:
It was reported that the implantable neurostimulator changed parameters after the patient passed through security at the airport. The device was reprogrammed and the patient outcome was ok. There was no patient injury. Additional information has been requested, but was not available as of the date of this report.